Event description:
Interventional wire in vessel after ptca would not come out of vessel; wire was pulled by dr until tip was left in vessel and wire was uncoiled preventing removal of wire from vessel. Snare was used to retrieve wire tip and wire was brought out to pt with tip intact. Checked put under xray for foreign body and perforation, none was seen of either, stat echo in ccl3 obtained with small effusion, possibly old seen on echo, pt without complaints and vss non symptomatic, sent to ccu for closer observation.